Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the one day post implant check, the atrial lead and right ventricular lead exhibited an increase in capture thresholds and a drop in sensing; lead dislodgement was suspected. During lead revision, tissue was noted on the helix; the physician elected to explanted and replace the leads. The patient was in stable condition before, during and after the procedure.